Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "late postoperative complications may include: wear or deformation of the articular surfaces may occur as a result of excessive loading". 510(k) number - this product was included in an (B)(4). The product was never marketed and the (B)(4) was closed in 2005. This report submitted april 28, 2011.

Event description:
It was reported that patient underwent bilateral knee arthroplasty on (B)(6) 1999. Subsequently, the patient was revised on (B)(6) 2011, due to poly wear. The poly bearings in both knees were removed and replaced.